Event description:
It was reported patient was not feeling optimal coverage of the left supra-orbital area. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was repositioned to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.